Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Broken retractor. During a total hip procedure while using a dimon retractor, the post broke off and was not retrieved and left in iliac crest.